Manufacturer narrative:
Radiometer investigations were unable to establish the precise measurement error and if specifications are meet, as the true value of the patient sample is unknown. No products were not returned. Hence, it was concluded that the root cause of this incident is unknown.

Event description:
According to the complaint, on (B)(6) 2023 samples were measured, and the following results were obtained: measured on 2023-08-30, 06:30 on abl90 flex analyzer (serial number: (B)(6)). 1) ck: 4.0mmol/l. 2) na: 138mmol/l. 3) ca: 1.15 mmol/l. Measured on 2023-08-30, 06:30 on abl90 flex plus analyzer (serial number: (B)(6)): 1) ck: 3.7mmol/l (considered discrepant). 2) na: 130mmol/l (considered discrepant). 3) ca: 0.98mmol/l (considered discrepant). Measured on 2023-08-30, 08:00 in the lab: 1) ck: 4.4mmol/l . 2) na: 138mmol/l. 3) ca: 1.99mmol/l. Measured on 2023-08-30, 21:32 on abl90 flex analyzer (serial number: (B)(6)). 1) ck: 4.2mmol/l. 2) na: 139mmol/l. 3) ca: 1.18 mmol/l. Measured on 2023-08-30, 21:32 on abl90 flex plus analyzer (serial number: (B)(6)): 1) ck: 4.0mmol/l (considered discrepant). 2) na: 131mmol/l (considered discrepant). 3) ca: 1.04mmol/l (considered discrepant). Based on these measurements, the customer has reported the ck, na and ca measurements from the abl90 flex plus analyzer (serial number: (B)(6)) as false low.